Manufacturer narrative:
The initial investigation was performed on customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. He investigation analysis suggested a deviation in system performance from normal behavior. To further investigate the issue and to determine the root cause, the return material authorization (RMA) was issued for return and replacement of the sensor. Visual inspection of the returned sensor revealed that a portion of the chemical component and the end cap of the sensor were missing, most likely caused by damage from the clamps used during the explanation process. Functional testing of the returned sensor did not reveal any malfunction and the failure mode could not be reproduced. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root cause for this issue could be related to the sensor electronics, for example, the led behavior at the time of the event, or the in-vivo state of the chemical component of the sensor. B4.date of this report 19 august 2024 d9 device available for evaluation? Yes on 07/02/2024 g3.date received by the manufacturer? 19 august 2024 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the customer complained of inaccurate sensor readings. The customer said that the sensor glucose (sg) readings were different from blood glucose (bg) readings. The customer provided the below examples. Date time sg value bg value a. (B)(6) 2024 21:35 88 mg/dl 131 mg/dl, b. (B)(6) 2024 17:53 353 mg/dl 259 mg/dl, c. (B)(6) 2024 7:58 am 140 mg/dl 92 mg/dl, d. (B)(6) 2024 2:01 pm 53 mg/dl 133 mg/dl, the issue was escalated to next level support who reviewed the system performance and observed deviation, due to which the return material authorization (RMA) was issued for sensor replacement.